Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j0058116r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8711, serial/lot #: (B)(4), ubd: 05-dec-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 650 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pump was replaced on (B)(6) 2020 due to normal end of service (eos) of the pump. During the pump replacement, the catheter was also replaced. The patient was experiencing intermittent increases in spasticity (also reported as intermittent relief of the spasticity) in the past few months. No other symptoms noted. A catheter access port (cap) aspiration performed in may "did not have flow". The issue was resolved at the time of this report. The new catheter was placed to c5 and dose reduced from 650 mcg/day to 300 mcg/day.